Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, the peeling of the coating on the insertion section was likely due to stress applied during use, external factors, or handling of the device. However, a definitive root cause could not be determined. In addition, service found the cleaning brush was getting caught in the insertion section due to buckling or deformation of the channel. The adhesive on the bending section cover was chipped. The angulation was abnormal. The image guide bundle was broken. Per the legal manufacturer, these other issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that there was a "bite" on the insertion part of the subject device. There was no patient or user injury reported due to the issue. The device was returned to an olympus service center for evaluation. During inspection and testing, service found that the coating on the insertion section was peeling off. This report is being submitted for the malfunction found during the evaluation of the device (coating peeling off).